Manufacturer narrative:
Patient underwent an ascending aorta and valve replacement (bentall) in which bioglue was used on (B)(6) 2012. Two years and 4 months later the patient presented with a pseudoaneurysm and presence of dehiscence of surgical distal anastomosis (bioglue was applied above the distal anastomosis) requiring total arch replacement. Case report forms (crfs) for the study patient indicate the original surgery was performed on (B)(6) 2012 at (B)(6). The initial surgery was an ascending aorta and valve replacement (bentall). Reoperation was performed (B)(6) 2016. The reoperation consisted of a total arch replacement. According to a note in the crfs, "we found in the operative notes that the surgeon used bioglue and during the surgical procedure we checked the presence of glue above the suture." Patient history includes hypertension, aortic aneurysm, and previous smoker. Pathology was performed on the submitted tissue samples. The submitted specimen consists of four pieces, two of which appear to be tissue fragments and the other two portions of synthetic graft material. The largest tissue fragment measures 4.5 x 3.0 x 1.6 cm and is a firm piece of tan-white tissue with one surface exhibiting fibroadipose tissue and the opposite surface showing a smooth tan appearance suggestive of intima. One edge of the specimen has a concave configuration over a distance of about 2.6 cm that is lined with brown thrombotic material. The specimen is serially sectioned to reveal firm, gray-tan tissue that appears layered with overlying organized blood clot. No bioglue is grossly identified. The largest fragment of tissue is submitted serially in cassettes a through g. The second fragment of tissue measures 2.3 x 0.7 x 0.5 cm. One surface has a smooth yellow-tan appearance consistent with intima while the opposite has a hemorrhagic fibrous appearance consistent with an adventitial surface. The second fragment of tissue is bisected and submitted in cassette h. The larger of the two pieces of synthetic conduit contains a small amount of sutured soft tissue at the margin. The blue prolene sutures are intact except where surgically cut, characterized by sharp, well-defined margins. Hemorrhage is noted on the adventitial surface; however, no bioglue is grossly visible. The second fragment of dacron material shows fibrous pannus along the intimal surface along with focal hemorrhage along the adventitial surface. No bioglue is grossly identified. Samples of the soft tissue at the anastomosis are submitted in cassette I. The final diagnosis on the pathology report was listed as the following: distal aortic anastomosis: the submitted specimen shows a segment of native aorta with marked degenerative changes to the media at the graft anastomosis. There is a pseudoaneurysm containing blood clot and degenerative collagen debris. Calcification of the media within the remote dissection plane (false lumen) is also noted. Small fragments of calcifying bioglue are present at the suture line. Minimal inflammation is observed. The suture dehiscence and resulting pseudoaneurysm were likely results of the medial degeneration of the native aorta. The role of bioglue in the observed event is unknown. The exact lot number of bioglue is unknown. The distributor identified two lot numbers of bioglue product code bg3515-5-g (12mgv033 and 12mgv061) as being shipped in the six months prior to the date of surgery. The manufacturing records for the two possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master records. A review was performed of the available information. The subject underwent an ascending aorta and valve replacement (bentall) in which bioglue was used on 10/14/2012. Two years and 4 months later the patient presented with a pseudoaneurysm and presence of dehiscence of surgical distal anastomosis (bioglue was applied above the distal anastomosis) requiring total arch replacement. Tissue samples from the reoperation were provided and examined pathologically. The submitted specimen shows a segment of native aorta with marked degenerative changes to the media at the graft anastomosis. There is a pseudoaneurysm containing blood clot and degenerative collagen debris. Calcification of the media within the remote dissection plane (false lumen) is also noted. Small fragments of calcifying bioglue are present at the suture line. Minimal inflammation is observed. The suture dehiscence and resulting pseudoaneurysm were likely results of the medial degeneration of the native aorta. The role of bioglue in the observed event is unknown. The IFU provides the following information: "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals," "development of immune complex disease, with various manifestations, as the device undergoes resorption is also a possibility," and "apply an even coating of bioglue to the target area. In general, use an approximately 1.0-3.0mm thick coating for vessels that are greater than 2.5mm in diameter or an approximately 0.5-1.0mm thick coating for vessels that are less than 2.5mm in diameter." The IFU lists inflammatory and immune response as potential adverse events that may occur with the use of bioglue. The root cause of the event is unknown; however, the suture dehiscence and resulting pseudoaneurysm were likely results of the medial degeneration of the native aorta.

Event description:
Patient underwent an ascending aorta and valve replacement (bentall) in which bioglue was used on (B)(6) 2012. Two years and 4 months later the patient presented with a pseudoaneurysm and presence of dehiscence of surgical distal anastomosis (bioglue was applied above the distal anastomosis) requiring total arch replacement.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Patient underwent an ascending aorta and valve replacement (bentall) in which bioglue was used on (B)(6) 2012. Two years and 4 months later the patient presented with a pseudoaneurysm and presence of dehiscence of surgical distal anastomosis (bioglue was applied above the distal anastomosis) requiring total arch replacement.